Event description:
The customer reported via phone call that the insulin pump was continuously beeping and the keypad was unresponsive. The customer did not list any significant events leading up to these issues. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to a flattened express bolus and escape button dome switch. No unexpected beep was noted. The insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.